Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at the third-party bench repair service, it was discovered that the display experienced a calibration issue. As the issue was discovered while the device was removed from service, there was no patient involvement at the time of the event. No patient or user health consequences or impact occurred. Response to good faith effort indicated calibration was attempted following discovery of the emergent issue, but ultimately did not resolve the issue.

Manufacturer narrative:
Description of event updated. Device problem code updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at the third-party bench repair service, it was discovered that the display experienced a calibration issue. As the issue was discovered while the device was removed from service, there was no patient involvement at the time of the event. No patient or user health consequences or impact occurred. A request for additional information regarding the incident has been sent and the response is not yet received.